Manufacturer narrative:
Baney, jack. Vagus nerve stimulation may reduce seizures in young children. Neurology reviews 19.11 (2011): 12. Print.

Event description:
From the november 2011 issue of neurology reviews, an article written by jack baney titled "vagus nerve stimulation may reduce seizures in young children" indicated that three patients reported adverse events including "cough, gag, hypopnea, dystonia, and delayed surgical site infection." All patients involved with the study were implanted between (B)(6) 2002 and (B)(6) 2009 and were younger than 12 years old at the time of implant. Follow-up with the study co-author noted in the file found that he "not able" to provide any information. It is unknown how many of the three patients experienced each event noted due to the wording by the author. No patient or product information is known for any of the patients. This report is to address the second of the three patients.